Event description:
It was reported that the patient was getting a MRI scan due to ¿potential infection¿. Reporter did not have any further details; drug delivered via the pump was also not known. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).